Event description:
The tegaderm dressing of a patient's IV site needed to be changed and a new sterile 2'x2' tegaderm dressing was opened but it appears that the tegaderm has a dead mosquito in the middle of the dressing.